Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their scs and drg systems removed for an unknown reason at an unknown date. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is unknown. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.